Event description:
The customer called in to report that she had been hospitalized for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level is 237 mg/dl. The symptoms the customer experienced was sickness and vomiting. Troubleshooting was performed on the device and the drive support cap appeared normal. The infusion set tubing was checked for air and none was found. The customer was unable to rewind the pump due to a low battery. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.